Event description:
Spva implanted in v-p shunt on (B)(6) 2014 (normal pressure hydrocephalus). Spva was set up at 200 mmh2o. The pt suffered transient neurological complications which was evaluated due to an overdrainage. The surgeon replaced the spva valve by a high pressure valve (spva-300) on (B)(6) 2015.